Event description:
It was reported that the nc trek was advanced into the guide catheter and the proximal shaft separated. The entire nc trek was able to be removed from the guide catheter. Another nc trek was used to complete the procedure in the left circumflex coronary artery without further incident. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.